Manufacturer narrative:
Pt demographics were not available at the time of this retrospective report. Computer software performance test conducted, suggest upgrading to current release which incorporates functionality for flipping exams during use and advising user not to register an exam that is flipped left-right as accuracy verification will fail when the user performs a verification after registration. Upgrading to current release will enable this feature therefore, no test track item is needed for resolution.

Event description:
Site reported after registering the pt in navigate while touching the right eye, it appeared on the left eye and when touching the left eye, the software showed on the right. Issue could not be resolved during call. Site abandoned navigation and completed the case, with no impact on pt outcome.